Event description:
A patient reported blood glucose results of 424mg/dl, 339mg/dl and 297mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient also reported that their meter would not power on. Patient did not experience any symptoms and did not seek medical attention or call the md. Customer service was unable to resolve the issue and sent patient a new meter.